Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-validation) because lot number is unknown. The affected analyte(s) and lot must be specified in order to perform clinical testing. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® urine analysis preservative tube, an unspecified number of tubes failed validation for over 24-48 hours using a sg10 multistick on the clinitek. There was no health impact or consequences reported.